Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and low intrinsic amplitude out of range. Boston scientific technical services (ts) referred physician to local representative for further information. This ra lead remains in service. No adverse patient effects were reported.